Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. It was also reported that the customer received repeated low battery alarms and a replace battery now alarm without a prior low battery warning. The blood glucose value at the time of the event was 271 mg/dl. The event involved product(s) mmt-1712p. Troubleshooting was not performed. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basicocclusion test, force sensor test, occlusion test, active currentmeasurement and selftest. No unexpected low battery alerts or replacebattery now alarms noted during testing. The power management graph wasin specification, however replace battery now alarms were present in theformat history file, unit received with high sleep currentmeasurement and the power management graph indicated a connectorresistance issue (j6). Connector for j6 on pcba 1 was properly connectedduring visual inspection. The j6 connector was disconnected andreconnected then monitored for 2 days with the unit functioning properlyduring testing as shown in the power management graph. Unit receivedwith scratched casing, minor scratches on lcd window, scratches ondisplay window cover and pillowing keypad overlay. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.